Event description:
It was reported that the customer was hospitalized with low bgs and their family member said customer was hallucinatory. Troubleshooting conducted during the phone call indicated the device was functioning properly. Customer asked for clarification on how the bolus wizard feature works. Technician explained how improper bolus settings may have been the problem.